Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that the customer was in the ICU for diabetic ketoacidosis. Troubleshooting did not occur and the customer was advised to call when he feels better. No products were returned or replaced.